Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligner, during a routine dental appointment, a dentist advised the patient to stop aligner treatment immediately due to the aligners had caused her gums to recede.